Event description:
This report is being submitted based on the analysis of the returned device for manufacturer report # 3005099803-2010-01259. An evaluation of the device revealed that the endostat iii foot switch was non-functional, not the endostat iii electrosurgical unit (as it was initially reported by complainant). Therefore, a new file was created to address this secondary device. The following information was taken from manufacturer report # 3005099803-2010-01259 and was obtained from the user facility: it was reported to boston scientific corporation that and endostat iii electrosurgical unit was used during a procedure on (B)(6) 2010. According to the complainant, during preparation, they noticed that the unit would not deliver any power. The procedure was completed by using another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Visually and mechanically, the foot switch is in good condition. A performance evaluation of the foot switch revealed that it was not working in both the power and irrigation mode. The foot switch was replaced. The condition of this returned device is consistent with the complaint of no output power; the complaint was confirmed. The most probable cause of this issue is general wear and tear associated with repeated use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.